Event description:
The us complainant had an impella console (aic) sent to the medical facility. The console was a loaner. The loaner was removed from the packaging and found to have a crack/damage. The console was not used on a patient. No harm or injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) damage has been completed. Data logs were reviewed and no relevant information was found related to the reported complaint. The aic was sent back for evaluation. Physical inspection confirmed that the console¿s front housing was damaged near the location of the purge door release button. The root cause of the housing damage was not determined. Added- d9 device return date d2-corrected common device name. D4-corrected model number. E2-changed to no. F6/f8 should have been left blank in the initial report. G3-corrected PMA number.